Event description:
There was no patient harm.

Manufacturer narrative:
The account indicated the use of an unspecified company cartridge with a qualified handpiece. A non-qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint of blurry vision with a dislocated lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens(2.25cyl), 20.0 diopter, (1.5 extended depth of focus) lens was replaced with a company other model lens diopter lens. The product was not available for evaluation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. The iol was exchanged for another lens model 4 months following the initial implant procedure. The clinical reason for explant mentioned as lens coated , rent in sulcus. Additional information has been requested.